Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "does not recognize open door". Evaluation reproduced the reported symptom does not recognize open door when opening the door. Evaluation observed a severed motor mount screw stuck in the upper hook switch grease, depressing the switch. Evaluation removed the severed screw and found the device to operate as intended with no discrepancies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize an open door. There was no patient involvement. No additional information is available.